Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was confirmed and the system would not start on the first attempt. The medtronic representative removed the system's panels and re-seated all connections. After this, the image acquisition system (ias) started up successfully. The rep then reloaded all software and pendant firmware, which resolved the issue. Additionally the system's logs were sent to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that when turning the system on, it would not boot past the 'system booting please wait' screen. The site representative restarted the system three times and on the third try it turned on successfully. No patient was present during the time of the reported incident.